Event description:
During primary surgery, the pt's femur fractured during implantation of a press-fit stem (right side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.